Manufacturer narrative:
Additional information: h3 and h6. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photograph, the male luer lock was observed separated from the tubing. The reported condition was verified. Due to the nature of provided sample no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: h6 and h10. Additional information: h10. H6: evaluation result code reported as 3221, was corrected to 114. H10: a batch review was not performed for this file, as there was no lot number reported. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set separated. During an unknown process step, the patient¿s parent picked up the child/patient and the ¿tubing broke¿ there was ¿no excess pulling, and the line did not get caught on anything¿. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.